Manufacturer narrative:
(B)(4). The report of a damaged guidewire was confirmed through examination of the returned sample. The customer returned one guidewire and one dilator for analysis. Definite signs of use were observed on both components. Although the complaint initially referenced a catheter, no catheter was returned. The guidewire core wire was broken adjacent to the distal weld, and the dilator was damaged at the tip. Despite the damage, the components passed relevant dimensional and functional testing. A device history record review could not be performed as no lot number was provided. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. The instructions for use (IFU) provided with this kit informs the user, "do not use excessive force when introducing the guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event.

Event description:
It was reported that: "prior to placement in left femoral vein, attempt made in right femoral vein complicated by guidewire fraying on removal. 12f catheter and wire removed, entirety of wire appeared retrieved in two separate pieces. Lot number not available."

Event description:
It was reported that: "prior to placement in left femoral vein, attempt made in right femoral vein complicated by guidewire fraying on removal. 12f catheter and wire removed, entirety of wire appeared retrieved in two separate pieces. Lot number not available."

Manufacturer narrative:
(B)(4).